Event description:
The customer reported the device had an error 00020 message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.